Manufacturer narrative:
Corrected data, initial report: explant date field inadvertently not completed.

Event description:
Information obtained noting the correct death date for the patient. Per the patient's treating physician, it was noted that the cause of death was not believed to be related to the device. As the cause of death is unknown, the physician current assessment cannot be confirmed.

Event description:
It was reported that a patient passed away and the cause is believed to be due to seizures. The patients mother indicated that the generator was explanted. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Further information was received noting that the patient also experienced an increase in heart rate and other unspecified adverse events prior to passing away.